Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 100-105mg/dl fasting. Verified the strips expire 11/29/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. The customer is concerned about a result of 55 mg/dl on (B)(6) 2016. The customer is calling because feels that the results he is getting from h meter are reading too low. The scroll buttons are not responding to recall the results from the meter's memory. The customer stated that he does not even know if he has diabetes or not. The customer is not on any medication for diabetes. The customer stated that he has recently started eating healthier and exercising more.